Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) displayed a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time and a replacement interval was communicated to the caller. No adverse patient effects were reported. It was reported that this sicd was subsequently explanted. The associated electrode was also removed from service during the same procedure. An out of range shock impedance measurement of 125 ohms was noted and an x-ray identified the electrode position was inadequate as it was bent toward the right side. The physician decided to explant and replace the electrode in addition to the sicd. Visual inspection of the electrode revealed the suture sleeve was no longer on the electrode body and it could not be located. A replacement system was implanted. No additional adverse patient effects were reported. The products were returned for evaluation.

Manufacturer narrative:
It was reported that this sicd was subsequently explanted. The associated electrode was also removed from service during the same procedure. High shock impedance was noted and an x-ray identified the electrode position was inadequate as it was bent toward the right side. The physician decided to explant and replace this electrode in addition to the sicd. Visual inspection of the electrode revealed the suture sleeve was no longer on the electrode body. A replacement system was implanted. No additional adverse patient effects were reported. The device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. Good faith effort attempts were made to try and retrieve additional event details. No further details were available at this time. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) displayed a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time and a replacement interval was communicated to the caller. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was reported that this sicd was subsequently explanted. The associated electrode was also removed from service during the same procedure. High shock impedance was noted and an x-ray identified the electrode position was inadequate as it was bent toward the right side. The physician decided to explant and replace this electrode in addition to the sicd. Visual inspection of the electrode revealed the suture sleeve was no longer on the electrode body. A replacement system was implanted. No additional adverse patient effects were reported. The device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. Good faith effort attempts were made to try and retrieve additional event details. No further details were available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) displayed a battery depletion (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time and a replacement interval was communicated to the caller. No adverse patient effects were reported.